Event description:
The operator of an architect c4000 analyser was troubleshooting an unable to read segment ID bar code on reagent carousel 1 segment (x) issue (error code 4005) and modules not returning to ready after initially cycling power to the system with an abbott technical support specialist. The customer was using a pair of hemostats and gauze squares to remove and clean a filter for the reagent carousel bar code reader fan from the analyser when she reported hearing a "pop" and felt what she described as an electrical shock. She immediately let go of the hemostats and complained of an "electrical feeling" (not numbness) in her hand, wrist elbow and shoulder. The customer states that before she began the procedure, the system control center (scc) and both instrument modules had been powered off. She retained full use of these areas immediately after the shock and declined to seek any medical attention. That evening she did take a muscle relaxant (prescribed years ago and not related to the present issue) due to some arm discomfort. The following day she reported no pain or discomfort and reported feeling fine. All analyser functions have been powered off and a service call has been initiated. There was no patient involvement with this issue. There is no report of any further injury to the operator related to this issue.

Manufacturer narrative:
Upon additional investigation it was determined that the user could not have experienced an electrical shock while performing troubleshooting procedures on the architect c4000 analyzer. The case was further reviewed by an abbott diagnostic division senior emc/product safety engineer. The cause has been determined to be static electricity discharging on the metal hemostats the operator was using to remove a wool fan filter. This conclusion was based on the facts that: the instrument was not powered on and; ul test data shows no residual voltage or capacitance in the area of the analyzer on which the operator was working (fan guard and fan bracket). Therefore this event does not constitute an adverse event involving an electrical shock.

Manufacturer narrative:
No returns were available from the customer site, although photographs were provided for analysis. Information from the customer site revealed that at the time of the event, the operator was wearing gloves, a lab coat and rubber soled shoes while standing on a rubber mat. She was unable to determine whether the shock was "static" or "electrical" in nature. An abbott field service engineer (fse) visited the customer site and found no evidence of any electrical faults (either ac or dc) and could not reproduce the event. The fse believes that the shock occurred when the customer grasped the metal bracket around the fan filter with the hemostats and that a possible source of the shock could be static electricity. Subsequent instrument operations and test results were acceptable. The architect system operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of this evaluation and the information gathered from the customer site, the cause of the shock could not be determined. A static discharge could not be ruled out as a possible contributing factor. There is insufficient information to indicate a malfunction of the architect c4000 analyzer at this customer site. (B)(4).